Event description:
It was reported by the vad coordinator that while still hospitalized post implant, the patient experienced multiple electrical faults (e-faults). Log files were sent to manufacturer for evaluation. Driveline cleaning was recommended and scheduled. The surgeon was aware and available for the cleaning. Patient was prepped with heparin and coumadin pre-procedure. The driveline inspection showed no cloudy appearance of the wires. Alarm was active at the time of the procedure. Two rounds of cleaning were completed with approximately 50 seconds pump off for each cleaning. A little of crystalline substance was found on both, the controller and the driveline connector. Per medical staff, patient tolerated the procedure very well. This is report 2 of 2.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01270 and 3007042319-2015-01271) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation this is two of two reports (3007042319-2015-01270 and 3007042319-2015-01271) submitted for devices related to the same event.